Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tip of the PICC broke off in the patient during insertion while the patient was an inpatient. The health care professional assisting the physician with the procedure reported that a piece f the guidewire broke off in the patient's left arm and was not retrieved and the device was not placed. They also state that patient was notified. It was reported that the patient came back to the facility for x-rays/ultrasound on (B)(6) 2017 and the device was not retrieved.